Event description:
It was reported the patient experienced ¿repetitive consciousness loss every few minutes¿ and ¿temporal paralysis in the lower limbs¿ at the time of report. The patient was ¿undergoing observation at the hospital¿ due to ¿the patient repeatedly losing consciousness.¿ there reportedly ¿appeared no relation with the stimulation.¿ the patient¿s ¿lower limbs appeared to be paralyzed, but had been improving¿ as of three days after initial report. The patient had reportedly began experiencing ¿lower limb weakness¿ in (B)(6) 2014, however it was noted that ¿guillain-barré syndrome and spinal cord infarction were suspected¿ to be the cause, but MRI diagnosis was not possible. The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2014, the ¿patient was urgently hospitalized for lower limb weakness¿ and being ¿unable to move (the limbs) at all.¿ the patient was noted to have been ¿recovered and discharged¿ the following day. However, the patient was hospitalized for lower limb weakness once again on (B)(6) 2014 and was discharged from the hospital one week later. The patient¿s spinal cord stimulation (scs) system¿s lead was noted to have been ¿positioned in an area between the c2 and c3 vertebrae.¿ the patient¿s physician ¿assumed¿ that ¿the lead might have affected the patient¿s symptoms.¿ it was noted that ¿although the electrodes in use might not have affected the symptoms, the electrodes would be changed tentatively¿ at the patient¿s next appointment with their healthcare professional (hcp) that was scheduled for (B)(6) 2014. It was also noted that ¿a doctor of the general medicine department viewed scs as a cause of the event.¿ it was noted at the time of report the patient had suffered from unrelated incidents of ¿suspected epilepsy, suspected guillain-barré syndrome, suspected spinal cord infarction, and diabetes¿ and ¿as such, the patient may have been taking several drugs.¿ the patient¿s hcp ¿expressed in such a way that the loss of consciousness may have resulted from the dizziness¿ they had experienced. It was further reported that ¿medical health providers a ttributed the dizziness ¿ to the adverse event of the antiepileptic medications.¿ the patient had reportedly been hospitalized for dizziness on (B)(6) 2013 and had also experienced dizziness in (B)(6) 2014, possibly in (B)(6) 2014, and from (B)(6) 2014. It was noted that at these times ¿no loss of consciousness was observed¿ and that the (B)(6) 2014 incident of the patient ¿sitting on the floor¿ due to ¿possibly dizziness¿ was ¿possibly an adverse event of the antiepileptic medication¿ the patient had been prescribed. The patient¿s first instance of dizziness had reportedly occurred the day after having been hospitalized for having fallen after fainting in (B)(6) 2013. As of nine days after the initial report, it was noted the cause of the event remained undetermined and it was ¿unknown but not denied¿ that the event was device related. The patient remained hospitalized and under monitoring at that time and the device system remained implanted. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Paralysis, loss of consciousness. Product ID: 3487a-33, serial# (B)(4), product type: lead. Product ID: 748266, serial# (B)(4), product type: extension. (B)(4).